Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer allowed the pump to be ran through the washing machine. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.